Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged dry mouth; shortness of breath; headaches. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer received new and relevant information on (B)(6) 2021 alleging shortness of breath, chest pain related to a CPAP device's sound abatement foam. In addition, appropriate health effect - clinical code has been added on h6 section.